Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps . The reported problem of motor rate error was revealed duplicated in power up and testing. The physical condition of the device revealed top case cracked, chipped by the front left bottom corner and missing tube holder. Battery door was also missing, along with barrel clamp assembly and visible contamination. This isolated cause of event was the pcp board, which was damaged by customer form broken wire found in the main pc board. Action was taken to replace the pcp board.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarmed motor rate error. No adverse patient events were reported.